Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that they had a high blood glucose level of 425 mg/dl. No symptoms or treatment were reported. There were also issues with connecting the transmitter to the insulin pump. Troubleshooting was performed and resolved issue. It was not reported if auto mode feature was in use at the time of incident. Product will not be returned for analysis.